Event description:
Pt reported obtaining a blood glucose result of 224 mg/dl, while using the suspect product. Pt immediately switched to a new strip vial and retested blood glucose with a result of 112 mg/dl. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. While on the line with technical support, both vials of pt's strips were tested with quality control solutions. The strip vial that produced the blood glucose value of 224 mg/dl tested outside of the acceptable range with the level-two solution. The strip vial that produced the value of 112 mg/dl tested within range for both the level-one and level-two tests. The suspect product was not returned to the manufacturer for evaluation.